Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient's system controller was hotter than usual. Proactively, the patient was switched to a backup controller. The patient was seen in clinic and the controller was exchanged. Log file analysis noted critical battery alarms. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming hotter than usual was unable to be confirmed with abbott¿s evaluation of the returned system controller. A review of the submitted log file showed that it contained approximately 17 days of data (03sep2019 ¿ 20sep2019, per the time stamp). No atypical alarms or events were captured in the log file. The pump appeared to function as intended, operating above the low speed limit while the driveline was connected. The heartmate ii log file does not contain data on the controller¿s temperature and did not add any additional information with regards to the reported event. The returned controller passed functional testing using abbott's laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The system controller was also tested for temperature elevations while running on a mock circulatory. One thermocouple was placed on the front of the lcd and another was placed on the back cover of the backup battery, the two warmest parts of the controller. The fixed speed was then set to 10000 rpm, the fixed speed that the patient was at on the event date. The system controller ran the pump for an extended period of time and the temperature was recorded throughout. The maximum temperature recorded on the front of the lcd was 29.9°c (~ 85.82°f) and the maximum temperature on the back of the backup battery cover was 29.3°c (~ 84.7°f), both temperatures are within device specifications. The returned controller functioned as intended during analysis. Although the reported event was not confirmed, similar incidents of the system controller¿s surface temperature rising to an uncomfortable level have been identified and a CAPA has been initiated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was requested but not provided, therefore the patient weight is unknown.